Event description:
The power supply led for the cam01 did not light up even though the ac power was connected. The fuse was replaced. The power cord was a good one but, the problem was not fixed. The issue was found upon inspection therefore, there was no patient involvement.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.